Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, it was too hard to grasp the firing trigger after loading the cartridge for the second firing. It was found that the sled moved a little. Some of the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the cartridge might have been loaded incorrectly. (B) (6).